Event description:
A patient reproted experiencing inaccurate low results with a one touch basic enhanced meter. The patient's blood glucose results were 100 mg/dl, 206 mg/dl. Tests were done within 10 minutes with a difference of 61%. Patient did not experience any adverse events. No further information has been reported. Note - customer using expired solution and cleaning meter incorrectly.